Event description:
It was reported that during video-assisted thoracic pneumonectomy when the doctor inserted the device, which was loaded by a nurse outside the patient's body, into the abdominal cavity, it was found that the clip did not fully open. After removing the clip outside the body, the nurse loaded the next clip which was broken to pieces. It took about 15 minutes to find a new applier and resume the surgery. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73k1800340 was manufactured on 10/15/2018 a total of 288 pieces. Lot was released on 10/29/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and with the first clip out of position in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device as it was observed that the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and could cause the clips to break in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip broke during loading" was confirmed based upon the sample received. One device was returned with its the rotation tab bent and with the first clip out of position in the channel. Upon functional inspection, the first clip was unable to load properly as the feeder was to the side of the clip. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and could cause the clips to break in the channel. The proximal end of the feeder was bent due to the clip stacking. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during video-assisted thoracic pneumonectomy when the doctor inserted the device, which was loaded by a nurse outside the patient's body, into the abdominal cavity, it was found that the clip did not fully open. After removing the clip outside the body, the nurse loaded the next clip which was broken to pieces. It took about 15 minutes to find a new applier and resume the surgery. No clip fell in the patient.